Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : shipment of complaint material from russia suspended indefinitely.

Event description:
It was reported that the infusion device shut off without first providing an error or alert message resulting in elevated blood glucose levels. The issue occurred during the night and the patient's blood glucose level was 16.0 mmol/l in the morning.